Manufacturer narrative:
(B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device displayed overheating errors. According to the reporter, the device was checked, and it looked as if the bearings had moved and made the canal in it tighter. It was further reported that the burr shaft did not slide in smoothly as normal. It was reported that the system was rebooted and there was less than a thirty minute delay to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.